Event description:
It was reported that pt had difficulty with recharging the device. Approximately one week later, the device was removed due to an infection. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional inf becomes available.